Event description:
The customer stated, he was taken to the ER for unk high blood glucose levels. The customer stated that the area where the infusion set is inserted is inflamed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.